Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # unknown. Lot # 2373261. It was reported that the bd syringe 1ml s/t bns had foreign matter. The following information was provided by the initial reporter: "small black spot on tb syringe." Verbatim: rcc received a complaint via email. Email(s) attached. Small black spot on tb syringe.

Manufacturer narrative:
One photo of a 1ml luer-slip syringe was received by bd. A quality engineer was able to examine the photo from batch 3172356 regarding item 301025. The image shows a portion of one loose syringe of the barrel tip area that is partially filled with a clear fluid. No defect is observed in the photo provided. The reported defect was not identified in the photo received. Therefore, corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. A device history record review was completed for provided lot number 3172356 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.